Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the harness cable, viewer, rolling loop harness, tilt axis, and common compute controller (ccc) due to error 31089, console has intermittent loss of communication. The system was tested and verified as ready for use. Isi has received the harness cable and rolling loop harness for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The viewer was returned for failure analysis and the reported error occurred during set up. Error 31089 was presented pointing to the router port to the sdch node. Error logs pulled 31089 in lighthouse (aperture). A visual inspection found no problem related to reported issue. The unit was installed on an internal equipment, fixture, or tool system and was unable to replicate the reported issue. The tilt axis reported issue was confirmed but not replicated. In lighthouse, the error logs showed multiple 31089 error codes, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The tilt axis was installed onto a golden system where the component functioned as expected. The system was power cycled multiple times with no errors present. The ccc was also returned with reported a 31089 error. The error was confirmed via lighthouse. The ccc was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The unit was left to idle, and power cycled 10 times. The ccc was taken to a programming station, where it was unable to be confirmed bricked. The unit was also able to be connected to and pinged. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on failure analysis. However, the root cause is likely due to an electrical component failure. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer reported errors during setup. The system logs confirmed errors. The error occurred two times during setup and could not be resolved through troubleshooting. No known impact or patient consequence was reported..